Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was damaged and pins in the connector were bent. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the severed trunk cable connector was excessive force. The damage to the device likely occurred during device removal after the reported car accident. Device download data does not suggest any device malfunction while the patient was being monitored by the lifevest.

Event description:
A us distributor reported that a patient was in a fatal car accident at around 5:00 am on (B)(6) 2018. When the patient's device was returned for further investigation, the patient's monitor had a damaged connector and the electrode belt's trunk cable connector was severed. A review of download data does not indicate that the patient was in an arrhythmia at the time of the accident. The device was not alarming prior to the accident. Download data indicates that the electrode belt was disconnected at 05:02:34 on the day of the accident. The monitor remained activated until the battery was removed at 14:46:07 on (B)(6) 2018. There is no information to suggest that the damage to the device occurred prior to the car accident. There is no information at this time to suggest that the lifevest caused or contributed to the car accident and patient death.